Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a service required code related to the charging of the internal battery was observed. The device's power management board and internal battery need to be replaced to address the issue.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a service required code related to the charging of the internal battery was observed. The device's power management board and internal battery need to be replaced to address the issue. The replaced power management board and internal battery were sent to the product investigation lab (pil) for further investigation. The power management board was installed in a test bed for testing, the service required code related to the charging of the internal battery could not be duplicated and batteries showed signs of charging. The test bed operated on all power sources without issue, provided continuous operation on all power sources and the power management board passed power source testing. Pil determined that the power management board operated as expected.